Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following a fall and subtrochanteric multiple fracture of the femur on (B)(6) 2009 the patient underwent an internal fixation procedure. The sliding hip screw had been blocked by the surgeon so it was no longer able to slide in response to corresponding weight-bearing. The pin broke through the femoral head.

Manufacturer narrative:
Date of event: unknown. Common device name: additional product code: hwc. Additional device info: this report is for an unknown proximal femoral nail 380-10mm / 130°/unknown lot. Implant/explant date: unknown. PMA/501k number: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that postoperatively there was a dislocation of proximal femoral nail in the hip. Medical/surgical intervention was needed. This report is for an unknown proximal femoral nail 380-10mm / 130°. This is report 1 of 3 for (B)(4).